Manufacturer narrative:
E1, (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had by the camera main body connecting section side, a rattling sound like a screw that fell off can be heard inside. The issue was found during an inspection for use. There were no reports of patient involvement.